Manufacturer narrative:
Additional: device details have since been provided; suspect medical device and manufacturers information have been updated. This report is submitted on may 16, 2019.

Manufacturer narrative:
This report is submitted on march 22, 2019. (B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement and a skin overgrowth at the abutment site. Subsequently, the patient underwent revision surgeries on (B)(6) 2016 and on (B)(6) 2018 to remove excess skin.